Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: surgeon revised a thr for chronic infection. Original operation thr in [year] by [surgeon] corail pinnacle. All implants removed and stryker cemented implants implanted due to infection. All implants were well fixed with signs on bone integration and on growth. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4). The photo investigation revealed nothing indicative of a device nonconformance at the corail2 std size 13, the femoral stem exhibits signs of organic material and what appears to be bone ingrowth adhered to the fixation surface. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the corail2 std size 13 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was revised for a total hip replacement due chronic infection. Original operation for the thr was on an unknown date in 2018. All implants were removed and stryker cemented implants implanted due to infection. All implants were well fixed with signs on bone integration and on growth. No further patient consequences.